Event description:
It was reported that in 2006, the patient presented with severe pain in the lower right side of her back, radiating down her entire right leg; the patient also suffered from scoliosis. In (B)(6) of 2007, the patient underwent spinal fusion surgery. After this surgery, the patient again began to suffer from pain and discomfort. Rhbmp-2/acs was implanted into the patient. In (B)(6) of 2009, the patient underwent second surgery, an axialif surgery. Immediately following surgery, the patient began to feel intense lower back pain. She had difficulty walking and lost flexibility. Rhbmp-2/acs was implanted into the patient. In (B)(6) of 2010, the surgeon performed the third surgery on the patient, a cervical fusion surgery. The patient continues to suffer from extreme pain in her back, tailbone, and legs. Rhbmp-2/acs was implanted into the patient during the surgeries.

Manufacturer narrative:
(B)(6). (B)(4). Date of surgery is unknown but it happened in (B)(6) 2009. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.